Event description:
Customer reported he was hospitalized due customer administering the wrong insulin. Customer's blood glucose at the time of admissions was 150 mg/dl. Customer was not in a vehicle accident. Customer stated he administered 35 units of homolog instead of lantis. Customer stated the hospital only monitored him because customer ate chocolate before going. Customer stated the incident was not related to the device because customer was not on the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.